Event description:
It was reported that the patient experienced inadequate stimulation and the ipg was taking too long to charge. All components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700 . Model: sc-2218-70. Serial: (B)(6). Batch: 17047846.